Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 362761 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported by the client that the bd vacutainer® cpt¿ cell preparation tubes are bad and about 15% have no gradient when spun. When we pour these into another lot# and spin again, then we get a good gradient. Found after use. No reports of serious injury or medical intervention noted.